Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl). Reportedly, blood glucose levels are stable for the first 1-2 days after a cartridge change and begin to elevate on the 3rd day of the cartridge being in use. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.